Event description:
Customer reported that the table would not move longitudinally. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the longitudinal movement. System operates as intended.